Event description:
Ventilator went "inoperative" at 2000, reset itself & continued working for 3 more hrs then went inoperative & reset itself again. This continued 4-5 times while pt was manually bagged & ventilator changed out. Ventilator setting at the time: assist-control rate 6, 50% o2, tibial volume 800, peep 0. Pt was not able to be off ventilator. Bio-med removed circuit from vent, ran it x4 degrees, unit passed service diagnostic tests. No problem found.